Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator (ins). The reason for the call was the caller reported the patient is going to be having a "revision" of their ins. Caller stated they believe the intent is just a battery replacement because the notes state the generator is at end of life. Caller mentioned they may possibly be adjusting the paddle lead/wires if needed. The patient was last seen at the clinic on (B)(6) 2026 in which the procedure was discussed.